Event description:
There was an allegation of questionable elecsys hiv combi pt results from a cobas e411 analyer. The results were provided as "hiv false positive". No further information or data was provided.

Manufacturer narrative:
The cobas e411 analyzer serial number was not provided. The investigation is ongoing.